Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their blood glucose level. Customer's blood glucose level was of 489 mg/dl. Customer declined to troubleshooting for high blood glucose. Customer cannot deliver bolus himself. No further details were given. Insulin pump will not be returned for analysis.